Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the firing knob "did not get back", was the device stuck on tissue? If yes, how was the device removed? Was the device excised or cut off of the tissue? Or was the device eventually able to be opened to remove it from tissue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, after firing, the firing knob did not get back. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t5dj0x. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 2 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.